Event description:
A patient underwent aaa repair in 2009. The patient's anatomy was considered suitable for aaa repair and both iliac arteries were aneurismal. The procedure was conducted as labeled. A confirmatory angiogram revealed a proximal type I endoleak (1820334-2009-00504) and distal type I endoleaks at both sites and (1820334-2009-00502). Another manufacturer's stent was placed at each endoleak site respectively. Each endoleak was decreased but persisted, and so the physician took a wait and see approach. Four days later, additional checkup was performed and all of the endoleaks were confirmed to be resolved. The patient has shown signs of recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent a type 1a or 1b from occurring or lessen the associated affects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. A definitive root cause cannot be reported at this time. Since an endoleak was allegedly present at each sealing stent, appropriate device sizing may have been a contributing factor. We will continue to monitor for similar incidents.